Event description:
It was reported that during CABG procedure, the cannula was placed into the aorta. The surgeon was unable to advance the balloon through the hemostasis valve of cannula. The hemostasis valve would rotate but it seemed that the opening would not open enough to accommodate the catheter. The hemostasis valve of the cannula was replaced with a second hemostasis valve. The surgeon was then able to place the balloon. There was no adverse patient outcome.